Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional office contact: (B)(4). This medwatch report is in response to receipt of facility report # (B)(4).

Manufacturer narrative:
It was reported no plans to remove the needle have been scheduled and no medical or surgical interventions have been performed.

Event description:
It was reported that a patient underwent a hemiarthroplasty bipolar right hip procedure on (B)(6) 2015 and suture was used. While closing the hip, the tip of the needle broke off in the bone. An x-ray was conducted to ensure the needle still resided in the bone. Removal of the piece was determined to be too risky, and it was decided it was safer to leave it in the bone. Additional information has been requested.